Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised leaving off lifevest until the wounds healed. Follow up indicated that the wounds improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.